Event description:
The mother called to report that the insulin pump alarmed no delivery during the bolus delivery, but the issue has been resolved. During the call, the mother stated that the customer was hospitalized due to diabetes ketoacidosis at the beginning of (B)(6). The blood glucose reading at time of call was 254mg/dl. It was stated that the customer had stomach pain, and he was feeling lethargic. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.